Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 12/03/2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015 on the arm, which is considered off-label use. The patient's mother did not report injury or medical intervention. It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). It was reported that calibration was not performed correctly. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings; do not calibrate if the glucose reading error symbol shows in the status area; do not calibrate if the out of range symbol shows in the status area. Patient did not state an exact value for the cgm reading, but stated it was high.